Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to fire device due to a defective button. Could not test to see if the lancet retracted.

Event description:
The procedure was coil embolization for aneurysm (ba-top). The aneurysm size was 10mm, and the neck size was 6.5mm. The microcatheter (prowler select plus str) and the enterprise vrd (enc452212, lot# 13471874) were delivered from left vertebral artery. The microcatheter for coiling (sl10 str, boston scientific) was delivered from right vertebral artery. The procedure was performed with jail technique. The enterprise was placed in right pca-ba without any difficulties. While the orbit coil was delivered after 3 coils (compass, terumo) were placed, the microcatheter was once slipped from the aneurysm and lost the target. Therefore, the microcatheter was delivered again to the aneurysm through the enterprise cells. When the 13th coil (orbit, product code and lot number unknown, complaint product) was detached, there was a lot of difficulty inserting the last 1cm into the aneurysm. One loop of the coil was protruding to left pca from the aneurysm. Three more coils (hypersoft, terumo) were placed additionally, and coil embolization was completed. After that, occlusion of left pca was observed by angiography.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.